Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, hemopro2 extension cable was not working and generated no power. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. E1 event site name due to character restrictions memorial hermann the woodlands hosp device discarded.

Manufacturer narrative:
Trackwise ID#: (B)(4). The reported device is an OEM device, therefore, a lot/serial history review was not applicable. The product is not returning. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.